Event description:
It was reported to philips that the device is unable to boot. There was no patient involvement. One processor pca was returned for failure analysis. The reported customer problem was not duplicated during lab tests. However, prior events, indicated in the log files, do correspond to the customer complaint as the som pca had a wlfs failure.

Event description:
It was reported to philips that the device is unable to boot. There was no patient involvement.